Event description:
It was reported that during threshold testing, this implantable pacemaker exhibited far-field over-sensing. Boston scientific technical services was contacted for discussion and potential reprogramming. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.